Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in tubing through pinch valve pv27 and replaced the tubing. The instrument was able to run without leaks or errors; differential results were appropriate. The fse also found that tubing through pinch valve pv11 was stretched and becoming disconnected from fitting ff42; the tubing was replaced. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The instrument generated differential voteouts and flow cell clog errors at the time of the leak. The volume of the leak was not specified and was contained within the instrument. The instrument operator was wearing gloves, a gown, and goggles at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.